Manufacturer narrative:
Device evaluation: intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The fenestrated bipolar instrument was analyzed and found to have frayed grip cable at the idler pulleys. The cable was spliced in one place. There was no discoloration, corrosion, or contamination observed on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection revealed no signs of missing parts and found no abnormally sharp or damaged components that could have contributed to the cable breaking. It is possible that tissue became entangled in the spliced cable. Common causes of frayed - distal instrument grip cable are attributed to damage to the cable through external collisions, during transport and/or storage, or during use or reprocessing.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted radical cystectomy with urinary diversion, tissue adhered to the wrist of the fenestrated bipolar forceps (fbf) instrument, and a frayed cable was suspected. The tissue was removed from the instrument without any tissue damage or bleeding. A backup instrument was utilized, and the procedure was completed as planned. The patient did not experience any injury or serious incident as a result of this event.

Manufacturer narrative:
Intuitive surgical, inc (isi) did not receive a da vinci product to perform failure analysis. A review of an image provided by the customer is consistent with the customer reported complaint of tissue adhering to the distal end of an instrument. However, the root cause of the failure mode cannot be confirmed without the returned device.